Manufacturer narrative:
The vacuum clean tablet is used to clean vacuum lines. The user facility was provided the sds for the vacuum clean tablet. The sds states, "first aid measures ingestion: call physician immediately". A review of complaints indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that a patient was accidentally administered a vacuum clean tablet. It was reported that the patient had a stomach ache and went to the emergency room. The patient is reported to be doing fine.